Event description:
On march 27, 1998, a femoral nail was implanted in the pt for a nonunion of a subtrochanteric pathologic fracture of the left femur. The pt had been fully weight bearing for one to two months. On july 23, 1998 the pt she experienced a "pop" in her hip and it was discovered that the nail had broken. On the same day, the nail was removed and replaced.